Manufacturer narrative:
The surgical issue questionnaire was completed by quality with limited information.  Potential causes of infection are patient non-compliance (touching or picking at the wound), implanting a non-sterile device, not irrigating the site with antibiotic solution before closure, not using antibiotics preoperatively, not implanting in a sterile field, not prepping the skin with antiseptic solution, using inappropriate tools, multiple tunneling attempts and patient contraindicating conditions. The implant procedure was performed per IFU, the skin was prepped with antiseptic solution, and the site was irrigated with antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the infection is due to the patient's body rejecting the stitch. However, the cause of the body rejecting the stitch is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection with swelling and fluid drainage near the implant. Oral and topical antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. No further issues have been reported.